Event description:
11/19/2024 12:56:08 est (tarmold). Patient name: (B)(6). Per information received by (B)(6) on 11/18/2024, the user alleged visualization of particles. The user indicated the following information related to underlying health condition: mental disorders like post-traumatic stress disorder (ptsd) and depression.